Event description:
It was reported that the patient presented to the emergency department with chest pain. Echo revealed rv perforation. The lead was explanted and replaced. The patient condition was stable.